Event description:
It was reported that a fox dilatation catheter (dl) was advanced within the vessel without resistance. During dilatation catheter removal, no resistance was felt, however, per fluoroscopy, the distal shaft separated. The point of separation was at the distal balloon marker band. The dilatation catheter was removed from the anatomy and an angioguard filter was advanced distally to the separated portion. Upon retraction, the angioguard filter captured the separated shaft. The angioguard was removed along with the separated portion from the patient's anatomy. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.